Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that unexpected stress was applied to the cable by the user¿s handling and the cable unit was broken. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corporation (omsc), but returned to olympus repair center for the evaluation. Olympus repair center found that flickering of the endoscopic image due to the failure of the cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found that the endoscopic image was not displayed when the camera head was connected to the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.